Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head broke off while use-oral-b power oral care [device breakage]. Case narrative: consumer's spouse reported via web that electric toothbrush broke off while in use. No injury reported.